Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient noticed they have been leaking more over the last few days and when they checked their therapy with the patient programmer (pp), the patient encountered a power on reset (por) message. Patient services asked the patient if they have had any known emi exposure and the patient indicated they recently had a bone density scan. It was recommended that they follow up with their healthcare professional.